Manufacturer narrative:
Exact date unknown, event occurred approximately in (B)(6) 2022.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policy.